Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the patient experienced an infection around the implant site, which was treated with antibiotics. The implanted device remains.